Manufacturer narrative:
This was previously reported in 3012307300-2024-08624-00 but the supplemental with investigation results with 3012307300-2024-08624-01 came back as a duplicate report. Therefore, the initial report info and the investigation info is being sent in this new report to correct the issue. No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the ¿orange key blinks -cannot start device¿. There is unknown patient involvement, and no patient harm recorded.